Event description:
The customer reported that the patient¿s oxygen saturation dropped which could have been from a pipe coming off, with no annunciation of visual or audible alarms. On (B)(6) 2022 during clinical use with v60 ventilator, a patient of unknown age and gender experienced peripheral capillary oxygen desaturation (values not reported) which could have been from a pipe coming off. The device did not annunciate visual or audible alarms. Action taken, medical intervention and event outcome were not reported. Further information has been requested.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Patient codes were updated based on previous report submitted. The diagnostic report (drpt) showed no diagnostic codes indicative of device related issues. A philips field service engineer (fse) contacted the customer, who confirmed that the issue was the patient breathing circuit had come off and that there was nothing faulty with the device. The customer requested an onsite service. As the service contract expired on (B)(6) 2022, a contract renewal was in progress. The device passed the performance verification test performed by the fse. The end-user/customer confirmed that there was no device issue as the patient breathing circuit had come off during clinical use of the v60 ventilator.